Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed a s necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported a case where eye tracker was not detecting the pupil and the system stopped during lasik treatment procedure. Reporter indicated the procedure was not completed. Additional information has been requested.